Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The battery impedance was displayed as 1.05kohm on (B)(6) 2016 (implantation date), 2.36kohm on (B)(6) 2016 and 0.46kohm on (B)(6) 2016.